Event description:
It was reported that the right ventricular (rv) lead exhibited a one time high impedance the same day as the patient's implantable cardioverter defibrillator (ICD) was implanted. The current impedance levels are stable and the lead remains in use. No patient complications have been reported as a result of this event.